Manufacturer narrative:
Analysis: receiwed in a reddish solution in a test jar wrapped in plastic film. This valved conduit appears to be supported due to the two bands on the outer conduit wall. One leaflet appears to have been removed during retrieval. The other two leaflets appear flexible but slightly stiff due to a think layer of tan thrombotic appearing hot tissue that adhere the leaflets to the conduit wall on the inflow and outflow. Thick glistening off white pannus overgrowth extends around the remaining circumference of the outflow significantly reducing the orifice area. Thin layers of tan thrombotic appearing host tissue lines the inflow and outflow of the two leaflets and conduit wall. Radiography shows no evidence of mineralization in the valved conduit. Conclusion: reduced performance of the device attributed to host tissue overgrowth, a condition attributed to the patient. Host tissue overgrowth is a known and generally accepted possible adverse outcome associated with bioprosthetic valve implantation, when patient risk/benefit is taken into consideration. Medtronic continues to monitor the frequency of the event.

Event description:
Medtronic received information that the patient with this bovine valved conduit exhibited dyspnea on extension. Evaluation identified ventricular dilatation due to rvot obstruction. The decision was made to explant the device. Upon explant, host tissue overgrowth resulting in reduced valvular lumen to 0.5 cm was observed. The patient had a history of surgically corrected pulmonary atresia and tetralogy of fallot. No additional complications were reported.